Event description:
It was reported that the x-ray switches are giving a fault do to be released to early, causing re-exposure of the patient. It was determined that the switches are faulty and the fe replaced them.